Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While using the torque driver and extension handle, the tips of the wobble bits broke off and remained in the augment.

Manufacturer narrative:
Conclusion and justification status for MDR: functional examination found the device to function as intended. The referenced remnant wobble bit piece was not returned for evaluation. The investigation could not verify or identify any product contribution to the reported event. No evidence was found of product error as a contributing factor and the need for corrective action was not established. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.